Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post surgical neuritis and spinal pain. It was reported that the ins would give the patient a shock when the ins battery got low to about 1/4 full. The patient was not sure if it was related to positional changes but stated this had been going on for 6 weeks and so they had been charging the ins more to prevent this. The patient said that turning the ins off seemed to help because when turning it back on they would feel it again. The patient stated that the shock was not constant but momentarily there. The patient said they were also not sure if it was because of their new belt and suspenders that they were wearing. The patient was directed to follow-up with their healthcare professional and a manufacturer representative to check the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the shocking sensation was still unknown at this time. The patient reported that he started recharging the battery before the level gets too low at this time. The patient reported that the issue wasn¿t resolved and they were meeting with a manufacturer¿s representative (rep) at their next scheduled appointment. No further complications were reported.